Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c4 on the power pcb assembly being shorted. This capacitor, designator c4 being shorted, caused the land between capacitors, designators c25 and c4 to open. Capacitor, designator c25 on the power pcb assembly was shorted as well and had opened on one end.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on. The customer observed the issue during the pre-shift vehicle check and the device was removed from front line use. There was no patient use associated with the reported event.